Manufacturer narrative:
Device evaluation: the preloaded insertion system was returned to the manufacturer for evaluation. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. The lens was received out of the insertion system. The pushrod was observed advanced to the cartridge tip. Visual inspection at 10x microscope magnification showed that there were no cracks on the cartridge. The intraocular lens (iol) was received with the trailing haptic folded. Some scratches on the optic zone were observed. The reported complaint was not verified. Use error may have contributed as it was noted there was not enough ovd in front of lens. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. There were no related non-conformance or deviation reports. A historical complaint data review was performed and results did not identify any product deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, labeling review and device analysis, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the plunger would not push pcb00 intraocular lens (iol) through reportedly due to an unconfirmed loading error. Lens was not implanted. No further information was provided.

Manufacturer narrative:
Additional information was received february 17, 2016, stating that the cartridge tip went into the patient's eye. The lens stuck and was over ridden by the plunger. The plunger bypassed the lens and went to the side wall of cartridge. The doctor stopped when the lens was not going into the eye. Reportedly, this was a use error due to not enough ophthalmic viscosurgical device (ovd) applied in front of lens during preparation. (B)(4). All pertinent information available to abbott medical optics has been submitted.